Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03893. It was reported the patient was not receiving enough pain relief from the scs system. The patient stated the system was no longer as effective as when he was first implanted. Diagnostics showed multiple lead contacts with high impedance. Follow up identified the patient's scs leads were replaced. The patient reported receiving effective stimulation therapy coverage postoperatively.